Event description:
During a routine hemodialysis treatment the pt moved his access causing arterial air alarms. The operator did not rinseback the blood in the disposable circuit before it was determined that the blood had clotted, resulting in a blood loss of approximately 210cc. There was no serious injury and no medical intervention was required.